Event description:
The customer tested his blood using his 2 contour meters and received readings of 37 and 138 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.